Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01jun2020.

Event description:
The customer reported the touchscreen will not allow to reset alarms. The customer stated that the unit is ventilating with not issues, but cannot clear the alarms. The vent was on a patient, and the site was getting ready to take the patient off for treatment. The remote manufacturer's service technician advised the customer to check operation of the touchscreen via the touchscreen diagnostics screen, specifically in the area where the alarm reset is. They also advised the customer to perform a touchscreen calibration and go back to the touchscreen diagnostics page to make sure it resolved the issue. The customer performed calibration three times, but the touchscreen wouldn't allow alarm cancellation. The customer resolved the issue by recalibrated the touchscreen. The touchscreen is being replaced as a precaution.